Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (location of device: linear echogenic focus within the fundal endometrial cavity could represent migrated essure device)"), abdominal pain lower ("severe lower abdominal pain/ abdominal (left lower quadrant) pain"), menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of birth: (B)(6) 2010 and (B)(6) 2013), postpartum hemorrhage (during first delivery, required a blood transfusion), back surgery in 2014, hypothyroidism, ovarian cyst, salpingo-oophorectomy unilateral on (B)(6) 2013, adnexal mass and abdominal pain. Patient did not experience any complications of her unintended pregnancy or delivery. Concurrent conditions included migraine, headache, obesity (bmi 34.349), vaginal cuff dehiscence, genital herpes, herniated disc, allergic reaction to analgesics (hives), anesthesia, irregular menstrual cycle, dysfunctional uterine bleeding, hot flashes, night sweats, vaginal dryness, anxiety, swelling of limbs, alcohol use, joint pain, adenomyosis and drug allergy. Family history included non-insulin-dependent diabetes mellitus (mat and pat grandparent), breast cancer (mother) and hypothyroidism (mat and pat grandparent). Concomitant products included levonorgestrel (mirena) since (B)(6) 2014 for birth control as well as levothyroxine sodium (synthroid) and levothyroxine since 2010. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 10 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("severe back pain/ back pain"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/ migraines (infrequent, severe)/ migraines/ headaches"), fatigue ("fatigue") and headache ("migraine headaches/ migraines (infrequent, severe)/ migraines/ headaches"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with surgery (total a laparoscopic hysterectomy with left salpingooophorectomy, cytoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, dyspareunia, fatigue and headache outcome was unknown, the abdominal pain lower, menorrhagia, back pain, dysmenorrhoea, alopecia and migraine had resolved and the nausea was resolving. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: following surgery she has been left with abdominal deformity and severe large scarring. Essure did not caused birth defects. She denied any complications or problems that occurred at the time of her essure placement procedure. She does not have a right essure coil as she no longer has a right fallopian tube, she had unilateral essure placed. She did not retain the essure device or any portion of it. She did not advised of any complications from her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Colonoscopy - in 2015: normal pathology report on (B)(6) 2013, clinical diagnosis/history: abdominal pain. Gross: received in formalin and labeled "right salpingo oophorectomy" are numerous pieces of a dark red tissue with a few blood clot clots attached to the surface of some of the fragments. The specimen measures 9.0 x 8.0 x 2.5 cm in aggregate. Examination of the pieces show what appears to be a large ovarian cyst. There are occasional solid areas corresponding to remnants of the ovary. A fallopian tube is identified and measures 7.0 cm in length and 0.7 cm in greatest diameter. Numerous representative sections to include the solid parts of the ovary, fallopian tubes and the cystic portions are submitted in a total of seven cassettes. Microscopic: multiple sections from the membranous tissue corresponding to what appears to be a cyst shows in fact a hemorrhagic cyst and was characterized by the presence of blood clots adhered to part of ovarian tissue. Endometrial type glands or stroma was not identified. Sections from the solid portions show in fact ovarian tissue including clusters of germinal follicles. There are also a few small cortical cysts and a large (1.5 cm) old corpus luteum cyst, now lined by scar tissue. The hemorrhage also infiltrates areas of the ovary. There are sections of the fallopian tube which appears unremarkable. Diagnosis: right salpingo-oophorectomy: - large hemorrhagic cyst, probably endometriotic in origin. - old corpus luteum cyst (1.5 cm). - benign ovarian tissue compatible with the patient's age. - unremarkable fallopian tube. Postoperative cuff - no evidence of atypia or malignancy. Hysterosalpingogram on (B)(6) 2014, clinical indication: follow-up essure coil placement. Procedure: the procedure was performed by physician placed an infusion catheter within the endometrial cavity. The balloon was inflated sealing the internal os and contrast was then injected under fluoroscopic observation. There was full distention of the endometrial cavity and there is no contrast entering the fallopian tubes indicating successful occlusion of the tubes by the essure coil. Pelvic ultrasound examination on (B)(6) 2016, history: pelvic pain and irregular cycle, prior rightsided oophorectomy findings: 8 mm long thin linear echogenic focus was seen within the endometrial cavity. Uterus demonstrates normal size measuring 8 x 4.0 x 4.6 cm. Endometrium demonstrates normal thickness at 4 mm. Left ovary demonstrates normal appearance and size measuring 3.2 x 1.6 x 2.3 cm. 2.3 cm simple cysts noted within the left ovary. Impression: linear echogenic focus within the fundal endometrial cavity could represent migrated essure device. Surgical pathology report (B)(6) 2016, specimen: uterus with or without ovaries tubes final diagnosis: uterus, cervix, left fallopian tube and ovary; total hysterectomy and left salpingo-oophorectomy: -- proliferative endometrium. -- ovary with benign follicular cyst. -- fallopian tube within normal limits. -- chronic cervicitis. Gross description: received labeled with the patient's name and "uterus, cervix, left fallopian tube and ovary" is a 126 gram uterus and cervix with attached left ovary and fallopian tube. The uterus and cervix measure 8.3 x 5.5 x 4.4 cm. The serosa is pink, glistening and smooth. The ectocervix is pink and congested around the os. There are essure coils in place bilaterally. The endocervix is pink and glistening with several nabothian cysts. The glistening, mildly congested endometrium measures up to 0.3 cm in thickness. The tan myometrium measures up to 1.7 cm in thickness. The fallopian tube is 6.0 cm in length with a diameter measuring up to 1.0 cm. The tube displays an abundant amount of fimbria. There is a 0.5 cm paratubal cyst. The ovary is 4.0 x 3.5 x 3.0 cm. The outer surface is pink and smooth. The cut surface shows a unilocular cyst making up almost the entire ovary measuring 3.0 cm in greatest dimension and contains clear, watery fluid. The cyst has a smooth inner lining. The ovarian parenchyma at the periphery of the cyst is pink with several cystic follicles. Representative sections are submitted labeled: a cervix, b-c anterior endolmyometrium, d posterior endometrium (two pieces), e fimbria, f fallopian tube and ovarian cyst, g-h ovarian cyst and parenchyma. Microscopic description: hand e stained sections demonstrate proliferative phase endometrium. There is no evidence of hyperplasia or carcinoma. The ovary shows fibrous ovarian stroma with a benign follicular cyst. The fallopian tube has a normal columnar epithelial lining. The cervix shows normal squamous ectocervix and endocervical mucinous glands with chronic inflammation including germinal center formation. Current weight as of (B)(6) 2018: (B)(6) lbs approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events dysmenorrhea (cramping), abdominal (left lower quadrant) pain, back pain, migraines (infrequent, severe) were clubbed with previously reported events. Events device dislocation, vaginal haemorrhage, dyspareunia, pelvic pain, fatigue, headache, nausea were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), alopecia ("hair loss") and migraine ("migraine headaches"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, alopecia and migraine had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, menorrhagia and migraine to be related to essure. The reporter commented: following surgery she has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report